Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that t-wave oversensing (twos) occurred resulting in false tachycardia events with the implantable cardiac monitor (icm). In addition, there was possible undersensing of the patient's atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.